Event description:
The pump was at 40% battery life when it suddenly gave a low power alert, dropped to 5% and unexpectedly shut down. The customer charged pump back to 100%, but the following morning, the pump read 45%. Customer charged pump back to 65% and noted that the battery life steadily went down. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.